Event description:
Pt was being moved from the operating room table to the bed and found that the allen medical transfer board had a piece of plastic sticking out and not secured. The piece of the transfer board was sharp, so the staff immediately turned to the pt to see if he was injured. They found a 4 inch bleeding wound on the back of the pt. The surgical team was made aware and the wound was addressed. The pt has since healed. After further analysis, the plastic end of the board broke after transfer of the pt. All transfer boards were removed from service.